Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unable to locate/ migration of essure device"), pelvic inflammatory disease ("pelvic inflammatory disease"), menorrhagia ("menorrhagia"), thyroid cancer ("cancer type: thyroid") and benign neoplasm ("tumor / teratoma / cancer type: in neck on left side") in a female patient who had essure (batch no. A45116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "her essure coils had not been removed because he was unable to locate them during procedure." The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, urinary frequency and blood pressure high since 2015. Concomitant products included losartan since 2015 for blood pressure high. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("depression") and emotional distress ("emotional anguish"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), thyroid cancer (seriousness criterion medically significant), benign neoplasm (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection"), rash papular ("little bumps"), pruritus ("itched"), bladder disorder ("bladder change"), urinary tract disorder ("urinary problems"), constipation ("constipation"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total vaginal hysterectomy-total hysterectomy (uterus and cervix removed)), surgery (ablation) and surgery (removed.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, thyroid cancer, benign neoplasm, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, alopecia, weight increased, vaginal haemorrhage, vaginal infection, depression, emotional distress, rash papular, pruritus, bladder disorder, urinary tract disorder, migraine, headache, constipation, abdominal pain lower, abdominal pain and back pain had not resolved and the pelvic inflammatory disease outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, benign neoplasm, bladder disorder, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic inflammatory disease, pruritus, rash papular, thyroid cancer, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Patient underwent procedure to remove the essure but essure coils had not been removed because physician was unable to locate them during the procedure. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Current weight (B)(6) lbs. 1 essure rings seen protruding from ostia into uterine cavity on left. 1 essure rings seen protruding from ostia into uterine cavity on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs and medical record received: medically confirmed case, the event abnormal vaginal bleeding, menorrhagia,vaginal infection, depression, emotional anguish, little bumps, itched, bladder change, urinary problems, migraines, headaches, constipation, neck tumor, thyroid cancer, lower abdominal pain, abdominal pain, lower back pain, pain, pelvic inflammatory disease, event migration of essure device clubbed with unable to locate added. Concomitant condition, historical drug, lab data, lot number,reporters added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unable to locate/migration of essure device"), pelvic inflammatory disease ("pelvic inflammatory disease"), menorrhagia ("menorrhagia"), thyroid cancer ("cancer type:thyroid") and benign neoplasm ("tumor / teratoma / cancer type: in neck on left side") in a female patient who had essure (batch no. A45116) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "her essure coils had not been removed because he was unable to locate them during procedure.". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, urinary frequency and blood pressure high since 2015. Concomitant products included losartan since 2015 for blood pressure high. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("depression") and emotional distress ("emotional anguish"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), thyroid cancer (seriousness criterion medically significant), benign neoplasm (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection"), rash papular ("little bumps"), pruritus ("itched"), bladder disorder ("bladder change"), urinary tract disorder ("urinary problems"), constipation ("constipation"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total vaginal hysterectomy-total hysterectomy (uterus and cervix removed).), surgery (ablation) and surgery (removed.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, thyroid cancer, benign neoplasm, dysmenorrhoea, dyspareunia, female sexual dysfunction, fatigue, alopecia, weight increased, vaginal haemorrhage, vaginal infection, depression, emotional distress, rash papular, pruritus, bladder disorder, urinary tract disorder, migraine, headache, constipation, abdominal pain lower, abdominal pain and back pain had not resolved and the pelvic inflammatory disease outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, benign neoplasm, bladder disorder, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic inflammatory disease, pruritus, rash papular, thyroid cancer, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from doctor. Patient underwent procedure to remove the essure but essure coils had not been removed because physician was unable to locate them during the procedure. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. (B)(6). One (1) essure rings seen protruding from ostia into uterine cavity on left. One (1) essure rings seen protruding from ostia into uterine cavity on right. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on 20-apr-2018: pfs and medical record received: medically confirmed case,the event abnormal vaginal bleeding, menorrhagia,vaginal infection, depression, emotional anguish, little bumps, itched, bladder change, urinary problems, migraines, headaches, constipation, neck tumor, thyroid cancer, lower abdominal pain, abdominal pain, lower back pain, pain, pelvic inflammatory disease , event migration of essure device clubbed with unable to locate added. Concomitant condition,historical drug,lab data,lot number,reporters added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.